Event description:
It was reported by service report that the CPR was not working and fowler could not be lowered manually or electronically. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Cpu cover assembly, mid litter cover, foot cover assembly.